Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a primary alarm failed error code. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 21may2019. It was confirmed by the customer that the ventilator issue was resolved by replacing the user graphic interface, and that the unit was returned to service after repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.